Event description:
It was reported that a right ventricular (rv) lead exhibited oversensing. Subsequently, it was capped and surgically abandoned. A new device was implanted. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.